Event description:
The customer reported via phone call that the bottom end of the pump where the bumper sticker is located and the drive support cap are breaking off. Customer stated that he had to hold it down in order to finish the priming. Customer was changing out his entire infusion set and while priming the pump, the drive support cap started pushing out from the bottom of the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he wants to keep the pump as a back-up plan while he goes on vacation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No loose/protruded drive support disk noted. The insulin pump was received with cracked end cap, cracked reservoir tube lip and minor scratches on lcd window.